Event description:
Customer reported to an abbott sales rep that she had received high readings and adjusted her insulin pump based on those readings which resulted in her having a hypoglycemic event, described by the customer as going into a 'coma'. Customer was treated with glucose tablets at an emergency room to stabilize levels. Customer compared freestyle flash readings (12.0 mmol/l) to a one touch ultra meter (2.7 mmol/l). Caller (abbott sales rep.) Reported that the customer had been admitted to the hospital on three separate occasions because of the same type of incident.